Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high, out of range hv lead impedance and high capture thresholds were observed. The lead was not implanted, and a different one was implanted instead. The patient was stable.

Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure.